Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. On the radiographs taken at the 2-year follow-up visit and following visits, medial femoral osteophytes can be seen on the antero-posterior radiographs and anterior femoral osteophytes can be seen on the medio-lateral radiographs. Kss scores and oxford knee scores recorded in the crf report show improvement from the 6-month to the 4-year assessment. At the 4 year followup, the patient had a kss assessment score of 98 and a kss functional score of 100, which can be considered excellent and would indicate that the recurrent joint effusions prior to this point were not related to the function of the device. The adverse event reports for each of these events also specifically state that they were not related to the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that a patient underwent right knee arthroplasty. Subsequently, the patient suffered a large effusion which was treated with aspiration. It was also reported that the same patient suffered a further three occurrences of effusion.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Concomitant medical products: multiple MDR reports were filed for this event, please see associated reports: 3002806535 -2019 -00526, 3002806535-2019-00525. Medical product: oxf anat brg rt md size 3 PMA, catalog #: 159575, lot #: 948670; medical product: oxford cementless tibia e rm, catalog #: us166579, lot #:3050489. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent right knee arthroplasty. Subsequently, the patient suffered a large effusion which was treated with aspiration. It was also reported that the same patient suffered a further three occurrences of effusion.